Manufacturer narrative:
(B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2013". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
H6 device code(s): appropriate term/code not available (3191) was selected for the alleged perforation. Investigation:investigation is reopened due to additional information provided. The following allegations have been investigated. Vena cava (vc)/organ perforation, anxiety, mental anguish, stress and worry. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported anxiety, mental anguish, stress and worry are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on 19jul2013 via right internal jugular vein due to deep vein thrombosis. Patient is alleging vena cava perforation and organ perforation (small bowel). The patient further alleges ¿I also experience anxiety, mental anguish and stress about the status of my filter and any related injuries¿ as well as worry. Per a CT (computed tomography) scan of the abdomen dated (B)(6) 2017, ¿an ivc filter is present at the levels of l3-l4. There is perforation of the tips of its limbs, best seen on axial series 2, image #72. The right lateral limb demonstrates a 3 mm wide fat plane between the ivc wall and the tip of the filter. There is a 1 mm wide fat plane between the anterior, medial, and posterior limbs and the ivc wall. There is no visible perforation of the aorta, pancreas, kidneys, renal veins, or adrenal glands. The tip of the anterior limb does overlap the fourth portion of the duodenum on series 2, image #72, and therefore, there may be duodenal perforation. No fracture or abnormal bending of the filter or its limbs/struts is seen. There is no obvious ivc stenosis on this limited noncontrast study. The superior tip of the filter does not touch or impeded upon the ivc filter. The filter is located inferior to renal veins.¿